Event description:
The customer reported to baxter (B)(4) a cyto luer set in which could not be connected to viaflo bags. The condition was identified before patient use; therefore, there was no patient injury or medical intervention associated with this event. This is report 5 of 10 of the same reported problem from this facility. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Two actual samples were received for evaluation. A visual inspection of the returned samples revealed that the cytoluers were attached to a viaflo bag without difficulty and reconstitution could be performed. Therefore the reported condition was not confirmed and no assignable root cause could be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Additional information: two of the ten actual samples were received for evaluation.